Event description:
It was reported to medtronic minimed that the customer reported device heating up. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and pump will be replaced. The pump was overheated on the battery compartment. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1886 was returned for analysis.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case identified during the visual inspection. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on (B)(6) 2023 15:44:00.000, 17:52:00.000 and 20:31:00.000. Replace battery alert on (B)(6) 2023 00:02:00.000. Replace battery now alarm on (B)(6) 2023 00:23:00.000. Power loss alarm on (B)(6) 2023 00:34:15.000, 00:34:23.000, 23:58:13.000 and 23:58:21.000. Failed batt/battery failed alarm on (B)(6) 2023 at 23:25:35.000. Pump passed self test and displacement test. Pump received with a high sleep current measurement and active current measurement. Pump monitored for several minutes and the test battery was heating up. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Swapping out test boards confirms high sleep current measurement and active current measurement and test battery heating up is isolated to pcba 1. Customer alleged confirmed for pump overheating on the battery compartment, high sleep current measurement and active current measurement during testing, unexpected low battery and power loss alarm in the pump history, problem isolated to the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.